Manufacturer narrative:
(B)(4). We are clarifying the details of the complaint device and our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: the hospital reported that the upper and lower harness connectors were discolored. A lot check was not performed as the lot information was not provided by the hospital. Conclusion: without the return of the complaint device we were unable to determine what may have caused the problem reported by the customer. The upper and lower harnesses are used to connect the warmer head unit to the control unit. Previous investigations revealed that the discolouration of the upper and lower harness connectors is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A hospital in (B)(6), reported that the harness connectors on a cosycot infant warmer were discolored. This was found before patient use.

Event description:
A hospital in (B)(6), reported that the harness connectors on a cosycot infant warmer were discoloured. This was found before patient use.